Event description:
New information notes that the lead was explanted and replaced.

Event description:
It was reported that the symptomatic patient presented in the ER after receiving inappropriate therapy due to post-sensed t-wave oversensing on the ventricular lead. Decreased r-wave sensing was also noted. Further information is not available at this time.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 53.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.